Event description:
(B)(4) study. It was reported that restenosis, angina and ischemic symptoms occurred. A taxus liberte stent was implanted at proximal left anterior descending (lad) artery. On april 2013 the patient presented due to unstable angina and was hospitalized. The target vessel revascularization was performed. The 10mm x 3.0mm, 95% restenosis at the proximal lad was treated with pre-dilatation and direct placement of a 3.0x14mm non-bsc stent, with 0% residual stenosis during the procedure, the patient had ischemic symptoms. The outcome of the event was considered as recovering/ resolving eleven days post procedure. On (B)(6) 2013 a four year follow up was performed and the patient had no anginal symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).